Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed noise episodes in the atrial egm channel. Atrial lead damage suspected. Lead testing was recommended. The device remains implanted.